Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the basal a few days ago. The customer also reported that he is receiving no delivery alarms during the prime process. The blood glucose reading at time of call was 175mg/dl. Troubleshooting was performed. Performed a displacement test and the insulin pump failed the test. No further info was provided.